Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from side connector. The insertion site was the abdomen. Infusion set was used for two days. The insertion site was the back part. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.